Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured at 9 atmospheres upon the first inflation. The device was removed by the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was stable after the procedure.